Event description:
It was reported that the head end of the stretcher is drifting down. There was no pt involvement and no adverse consequences were reported.

Manufacturer narrative:
Eval result - release pedal.